Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/49 years old. The model listed in the report is a representative of the model family, as there is no specific model listed.. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: unfractionated and low-molecular-weight heparin for bridging patients with left ventricular assist device: an event-based analysis. Asaio journal 2021; 67;1277¿1283. Doi: 10.1097/mat.0000000000001392 d4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the efficacy of bridging with low-molecular-weight heparin (lmwh) or unfractionated heparin (ufh) in left ventricular assist device (vad) patients. The authors described patient deaths; the causes of death were due to bleeding events and other unknown causes. Reasons for bridging included subtherapeutic international normalized ratio (inr), concern for pump thrombosis, or periprocedural anticoagulation. There were patients who experienced bleeding and thrombotic events. Most bleeding events were gastrointestinal bleeds (gibs). Bleeding events included bleeding resulting in death, intracranial bleeding, and bleeding events requiring greater than two units of packed red blood cells (prbcs) within a 24-hour period. Thrombotic events included suspected or confirmed pump thrombosis with hemolysis, heart failure unexplained by structural disease, or abnormal pump parameters and presence of hemoglobinuria, anemia, or hyperbilirubinemia. Ischemic stroke with infarction on an imaging study was also defined as a thrombotic event. The status of the devices is unknown. No additional adverse patient effects were reported.